Event description:
It was reported that during a laparoscopic gastrectomy procedure, when firing the stapler, the metal piece got stuck in the stapler. But the staple went out. Therefore the staple didn't successfully form. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.